Event description:
On (B) (6) 2010 the pt's mother reported the pt has had elevated blood glucose readings of around 400 mg/dl with her target range being 60-150 mg/dl. She stated the pt does not normally have these concerns and they thought it was due to an infection. She said the pt has had insulin pool at her site and when she removes her insulin infusion headset her skin is wet with insulin and sometimes the cannula will be bent. She stated the pt has a lot of scar tissue around the abdomen and they are trying to move her sites closer to the hips, but the pt does not like this. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.